Event description:
It was reported that the gastrointestinal videoscope image was heavily distorted with stripes. The issue was found during a diagnostic gastroscopy procedure that was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
E1 full name (initial reporter establishment name) - (B)(6) hospital. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air/water (a/w) cylinder and tube had foreign objects. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the reported malfunction was a scratched objective lens, which resulted in a partial dark area in the image; however, the most probable root cause of the foreign objects in the air/water (a/w) cylinder and tube could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.